Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had an unrelated heart procedure on (B)(6) 2020. The patient was advised to turn stimulation off during the procedure and tried turning stimulation back on on (B)(6) 2020. The patient stated that she saw "mr" on the screen; however, on (B)(6) 2020, the patient was not seeing this. When the patient went to turn stimulation back on on (B)(6) 2020, one of the channels on the right side and the b group is set but not on and she cannot get it back on. It was advised that only one group can run at a time. The patient states group b is not working. When she increases the stimulation she also doesn't feel the stimulation like she used to. Patient was directed to health care professional for this.